Manufacturer narrative:
It was observed that the catheter was returned with the outer body tube broken in half at the distal end of the strain relief. It was additionally observed that the inner body spring was also stretched. Further examination found that the balloon latex was cracked and appeared to be dried. The catheter did not appear to have been used, as there was no blood observed on the sidings or catheter body.

Event description:
It was reported that the catheter body was observed to be bent and broken after removing the catheter from the packaging tube before use.